Manufacturer narrative:
Product event summary: it was confirmed that the radiofrequency (rf) head would not interrogate, and failed incoming testing. The main printed circuit board (pcb) was found to be contaminated. The upper lens case was broken, and the cable was damaged.

Event description:
It was reported that the radiofrequency (rf) head was "not working." The rf head has been returned to service. No patient complications have been reported as a result of this event. It was further reported that the radiofrequency programmer head subsequently tested out of specification during manufacturer's analysis.